Manufacturer narrative:
(B) (4). (B) (4). Potential factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. The stent dislodgement appears to be related to the interaction with the previously placed stent while attempting to cross. A review of the device lot history record did not reveal any non-conformities which could have contributed to this event. There is no indication to suggest a product quality deficiency.

Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: dislodged stent compressed against vessel wall. It was reported that the rx vision dislodged while trying to cross a non-abbott stent which had been implanted in a prior procedure. It was thought that the stent may have been caught on the stent strut. A balloon catheter was used to compress the dislodged stent into the vessel wall. Then, a 2.5 x 18 mm mini vision was implanted to compress the dislodged stent against the vessel wall. There were no pt effects and the pt was fine. Though requested, no add'l event or pt info is available.